Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: unknown due to unknown date of event. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. (B)(4).

Event description:
Per literature review: the article entitled; intravascular deployment of an angio-seal device with successful endovascular snare retrieval; volume 30-number 10-october 2019. The patient presented to the emergency room with multiple stab wounds, CT scan revealed laceration to the left kidney. The patient was taken to the lab, where the right common femoral artery (cfa) was accessed and successful embolization of the laceration to left kidney was performed. Upon closure, the tamping tube was inserted deeper than what is routine for angio-seal deployment. Brisk bleeding followed, treated by manual compression of right groin for 20 mins to achieve hemostasis. The physician concerned for possible right cfa occlusion, access gained on left cfa, and an 8fr sheath was fed ipsilaterally, occlusion confirmed with angiogram of right cfa. 4mm x 40mm boston sci balloon used to open occlusion on right side. This revealed patent cfa with angio-seal components draped over the inferior epigastric origin. 2mm-4mm argon snare used to remove angio-seal components. Left cfa hemostasis achieved later with manual compression. It was stated in study that "intra-arterial deployment of the angio-seal in this case was due to mispositioning of the intraluminal anchor at the origin of the inferior epigastric artery (iea) instead of the arteriotomy." Furthermore, "over insertion of the sheath likely occurred in this case causing the anchor, once deployed, to prematurely catch at the origin of the iea leading the operator to believe the anchor had been retracted to the femoral arteriotomy site." The anchor and collagen subcomponents had positioning issues. The procedure outcome was a success and the patient condition is unknown.